Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. D10. Concomitant medical products. T3pt4385, t3® pro tapered implant 4/3mm (d) x 8.5mm (l) lot 2120029404. H6: event problem codes ¿ patient code: 1932, 1994. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported peri-implantitis at tooth sites #46-47. During insertion the bone was very dense and narrow, and plasma was used. At 50 ncm the patient experienced postoperative discomfort and was placed on antibiotics for 7 days. Due to the inflammation and pain, removal was decided. Implants were removed.ved.